Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.:the balloon was observed to be unfolded and blood was visible within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a 1mm long longitudinal tear was identified in the balloon material approximately 5mm distal to the distal edge of the distal markerband. The rate of burst pressure of this device is 14 atmospheres (atm). No other issues were identified with the balloon material. No issues were identified with the tip or markerbands of the device which may have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The over 70% stenosed target lesion was located in the specific tortuous iliac vein. After a 14x90 wallstent was implanted at the lesion, a 12.0 x 40, 75cm gladiator¿ balloon catheter was advanced for post-dilatation. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 12 x 40 gladiator elite balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The over 70% stenosed target lesion was located in the specific tortuous iliac vein. After a 14 x 90 wallstent was implanted at the lesion, a 12.0 x 40, 75 cm gladiator¿ balloon catheter was advanced for post-dilatation. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 12 x 40 gladiator elite balloon catheter. No patient complications were reported and the patient's status was stable.